Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which the right side ruptured, and left side implant burning with burning sensation after implantation. Left side could have been trauma due to a tight hug. The issue of right side rupture was confirmed by the physician via mammogram examination. As a result patient had the implant removed on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2020 additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with cat#;3503251bc, sn#:7349623-047and right replaced with cat#;3503251bc, and sn#: 7351298-009. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).